Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
New information stated that the tachy therapy was turned off several months ago per patient's request with physician's approval. Patient later expired. There is no allegation from a health professional that the death was related to the device.

Event description:
It was reported that the patient received multiple shocks due to oversensing on the ventricular channel. Chest x-rays indicated that the lead was not in an optimal position. Since the patient has other systemic issues the physician opted to reprogram the device and monitor the patient.